Manufacturer narrative:
This is a correction/update for device code, evaluation code method, result, and conclusion to reflect the most current coding. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the mother of the patient reported the patient had never done well since dbs surgery and had all kinds of symptoms. The caller reported that the patient had reprogramming done the day before the call and had been doing well until later that evening, patient symptoms started worse than before having incredible rapid shaking, anxiety, frighten and they wanted to change the settings. Caller stated patient took medication (benzodiazepine) to help with the night. Caller reported that the morning of the call the patient was shaking terribly, pain, headache, and panic striking. Caller stated they gave patient medication (benzodiazepine) the morning of the call and the patient was asleep then but when they wake up it would get bad again. The caller stated they didn¿t call hcp office because that had happened before where they had to put it back to the old setting and when they call hcp office they were told to call patient services to assist with changing setting. Caller stated they saw hcp every 3 months. Caller stated patient had never been hallucinating or delusional before and patient was saying things that never happened. The caller reported they gave patient a hot pack to put on their left forearm because the muscle spasm in the left arm and painful. The actions taken to resolve the issue was a slight change in therapy, new program on is group a to help off period and left side dyskinesia. Caller stated the left arm was flapping around/tremors. Caller stated when the off time came patient symptoms were a lot worse than prior. Caller stated prior patient was unable to move and shaking but not as severe and anxiety level was very high. Caller stated patient was asleep and they didn¿t¿ want to wake them up and would wait to call back when they were awake. The caller stated the paper work stated the patient could change to group b if they needed to. Caller was disappointed therapy was not working for the patient. In follow up calls the caller was reporting the same events. Patient services were going to troubleshoot with remote to go to program b, however they needed batteries and wanted to call patient services back once they got those batteries. When talking to the caller they said they didn¿t need any more assistance at that time. The caller did mention the patient¿s speech had gotten worse. Patient services assisted caller in changing from group a to group b. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member. It was reported that every time they program the patient, they seem to get worse as time goes on. It was reported at this time, the patient is almost as bad as pre-surgery and that was critically bad. It was stated that the last setting that they changed made them worse. They weren't sure of the severity of the programmings making the patient worse, but every time the patient was reprogrammed, the therapy gets less effective for the patient. It was also reported the patient was in the hospital and they reprogrammed them in the hospital, came back in (B)(6) to get more reprogramming done and last wednesday they had reprogramming done. It was stated the patient's tremors from the last setting change had the patient bouncing around and it's absolutely cruel. The tremors were severe. The tremors have never gone away, except two weeks after surgery the tremors were better or gone, but little by little the tremors got worse, tremors were constant, and the patient may have an hour of relief from the tremors, but they come back and are violet to a point where the patient couldn't lift themselves off the bed. The patient was suffering. The patient was in trouble. The patient was starting to need medication every 2 hours and sometimes the medication doesn't work, and the patient couldn't swallow, so they had to liquefy food. The patient is better than before the implant. Because of the dyskinesia, the patient was walking peculiar and the foot was moving itself. The hcp/reprogrammers instructed to give the patient several days to a week to see if the settings helped with the patient's symptoms and if they didn't help they were to call medtronic. The caller had directions from the hcp given to them and it read "slight change in dbs change, new program you are on is group a to help with left sided dyskinesia", which the caller stated it wasn't, and "you have the ability to switch to group b". The appointments with the hcp are 4 months apart. The therapy was becoming less and less effective in the year. The patient is worse after the reprogramming. It was mentioned the patient was currently experiencing similar to what they had prior to getting the dbs device. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The consumer reported that the patient experienced a sudden return of tremor symptoms, which began a few days ago and have become worse. The consumer reported that the week after the patient's ins was implanted, the patient was better. The consumer went on to report that the second week, the patient was still better and everything was within manageable limits, but was not doing as well as the week before. The consumer reported that a few days ago the symptoms all of a sudden returned and, in the consumer's opinion, have become dangerous. The consumer reported that last night the patient's tremors were violent, and were worse than before the ins system was implanted. The consumer reported that the patient's head was bouncing up and down during these tremors. The consumer reported that they have the patient programmer, but were not currently with the patient for troubleshooting. The consumer reported that they tried to call the patient's primary healthcare provider (hcp) yesterday, but they had not yet returned their call. The consumer repor ted that they would try contacting the hcp again today.